Event description:
It was reported that pump displayed minimum fill notification while customer attempted to load new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded cartridge before call concluded and no further action was documented.